Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. Initial reporter's phone: (B)(6). This report is being filed on an international device; tecnis symfony optiblue, model zxr00v that has a similar device, model zxr00 which is distributed in the united states under PMA p980040. The device was not returned for analysis. The lens remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that it was difficult for the patient to see as the vision was blurry. The vitreous cloudiness was removed by vitreous surgery. The iol was not replaced because the vision had improved. It was stated by the doctor that the iol was not the cause of the issue. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.